Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous common femoral artery. Following the insertion of a non-bsc sheath and a non-bsc guide wire, a 6.0 x 40, 135cm mustang balloon catheter was advanced to predilate the lesion. The balloon was inflated five times at 10 atmospheres(atm), 10 atm, 18 atm, 24 atm and 10 atm consecutively. However, upon the sixth inflation, the balloon ruptured at 20 atmospheres. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal markerband to the distal markerband measuring approximately 4cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous common femoral artery. Following the insertion of a non-bsc sheath and a non-bsc guide wire, a 6.0 x 40, 135cm mustang¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated five times at 10 atmospheres(atm), 10 atm, 18 atm, 24 atm and 10 atm consecutively. However, upon the sixth inflation, the balloon ruptured at 20 atmospheres. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.